Event description:
According to information provided by the surgeon, the pt was admitted in chf and fluoroscopy showed no leaflet motion. Due to the patient's history of thrombus (29ms-601, rts-310), the surgeon suspected the valve was thrombosed. Tpa was administered and the pt subsequently went into cardiac arrest and expired prior to the initiation of thrombolytic therapy which was held due to the patient's inr of 9.0. At cardiac only autopsy, thrombus was observed on the wall of the left atrium, as well as on the atrial and ventricular aspects of the valve. No thrombus was noted on the central portion of the valve. Once the thrombus was debrided, the leaflets remained "hard to open and close". It was also reported the patient experienced two strokes following implant.